Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system (left), reason(s) for revision: pain. Update received (B)(6) 2013. Initial surgery date amended, two products added. Update rec'd (B)(6) 2015: additional reasons for revision alval and endosteal reaction proximal femur; confirmation that stem was also implanted on (B)(6) 2005. Correct scf rec'd for first revision - see email labelled "clarification of both revisions". Mention of patient's sex on "re-revision email". However the stem remained in situ, whilst cup, head and sleeve were replaced by pinnacle products. All pinnacle products plus stem were removed on (B)(6) 2015. This information has been sent to investigation. (B)(4). Potential incorrect implant date or taper sleeve/stem details as when searched, jde suggests taper sleeve wasn't manufactured until (B)(6) 2005, whereas the implant date was supposedly (B)(6) 2005. File handler has been contacted. Update (B)(6) 2015: correct implant date, hip side confirmed as right, taper sleeve and stem manufacturing dates inputted. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system (left), reason(s) for revision: pain. Update received april 10th 2013. Initial surgery date amended, two products added. Update rec'd 24 feb 2015: additional reasons for revision alval and endosteal reaction proximal femur; confirmation that stem was also implanted on (B)(6) 2005. Correct scf rec'd for first revision - see email labelled "clarification of both revisions". Mention of patient's sex on "re-revision email". However the stem remained in situ, whilst cup, head and sleeve were replaced by pinnacle products. All pinnacle products plus stem were removed on (B)(6) 2015. This information has been sent to investigation. Sm 10 mar 2015. Potential incorrect implant date or taper sleeve/stem details as when searched, jde suggests taper sleeve wasn't manufactured until october 2005, whereas the implant date was supposedly (B)(6) 2005. File handler has been contacted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
The pt was revised to address pain.